Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test per dop114-811 and es9041. Transfer guard¿s needle bent at 90-degree angle. Using a new lab transfer guard, per dop114-811 and es9041. Found reservoir no occluded anomaly during filling. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoirs no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that leak was occurred. Blood glucose was 167 mg/dl. Customer stated that reservoir would not allow her to fill it with insulin. Customer was trying to fill insulin vial but was unable to do. The insulin pump will be returned for analysis.